Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2017. (B)(6). The device was manufactured between 23jun2017 and 26jun2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a folfusor overinfused. The expected infusion time was 48 hours; however, the infusion was completed after 12 hours. The patient experienced nausea; however, this is not a serious injury nor was medical intervention associated with this event. No additional information is available.